Event description:
The customer contact reported a separation. The tubing set was to be used to deliver 1 liter of saline. It was reported that seconds after the option-lok male adapter of the tubing set was connected to the patient's IV access site, the tubing separated from the leg of the middle clave y-set. An unspecified volume of solution leaked. The tubing set was replaced and therapy was resumed. There was no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.